Manufacturer narrative:
The insulin pump alarmed pump error 68, pump error 49, and pump error 23 immediately after battery installation and power error 75 during self test due to lithium backup battery was not properly connected to electrical board 1. After reconnecting the internal battery connector on electrical board 1 the insulin pump was monitored and is functioned properly. No unexpected battery failed alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump error alarms. The customer's blood glucose value was 213 mg/dl at the time of the incident. The customer also reported battery failed alarm. The customer was able to clear the insulin pump errors but were unable to complete the insulin pump rewind. The customer was recommended to refer to back-up plan per healthcare professional¿s instructions. The device will be returned for analysis.